Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there is a defective device application. To resolve the issue, the fse reinstalled the operating system (os) and application. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.